Event description:
A report was received that the patient is unable to charge her ipg; several trouble shooting attempts were unsuccessful. The patient had undergone a multi-level fusion surgery in (B)(6) 2010, and the physician had used electrocautery and suspects he may have bovied the ipg during the procedure. An ipg replacement has been scheduled.